Event description:
Per the audiologist, the patient experienced a decrease in performance along with headaches after being hit on the head at the site of the implant. The patient is no longer wearing the external device due to the pain. The results of an integrity test indicated normal receiver stimulator function.the patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)